Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the provided photos. Visual analysis confirms that the tip of two of the driver is twisted and fractured. A review of the certificates of conformance indicates the product was manufactured conforming to specifications. Review of the complaint history determined that no further action is required the root cause of the failure is related to plastic deformation as a result of the design of the device. These drivers have been designed to twist before fracture of the screw. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a headless compression screw removal procedure, the tip of the cannulated screwdriver fractured in the screw head. No adverse events have been reported as a result of the malfunction.